Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm device placement, implanting a damaged stimulator, the patient undergoing an MRI procedure, and inadequate fixation have been ruled out as potential causes. Additionally, the patient did not engage in activities with excessive stretching. However, the patient has congestive heart failure and went through extreme weight fluctuation due to retaining fluid, which is a contributing cause of the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has congestive heart failure and experienced extreme weight fluctuation (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their leads eroded through the skin at the pocket site. The patient was prescribed antibiotics and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.